Manufacturer narrative:
Investigation of this complaint was done based on received photos. Photos are showing two opened shelf cartons: one shelf carton is with the tube holder with cleaning brush and one shelf carton without the holder with brush. Reported missing component is considered to be isolated incident only. Root cause is manufacturing error during packaging. A review of the device history records (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the product was received with a lack of the brush inside the carton. The issue was discovered upon incoming inspection. No patient involvement.